Event description:
"Sabbagha bpd regression equation" is inaccurate due to incorrect ma measurements indicated in manual. A "-" sign is missing from the equation. The calculation result is obviously wrong.